Event description:
It was reported that the doctor placed the accunet distal to the lesion, deployed the acculink with success; however, the radiopaque tip seperated from the acculink wire. The doctor tried to recover the tip and filter into the sheath at the same time, but the filter became caught in the stent. The filter then separated from the wire. When the tip separated from the acculink wire, the doctor tried to capture the tip with a non-guidant sheath. While attempting to do this, the doctor realized that the sheath was not long enough to retrieve the tip, and while withdrawing, pulled the filter basket into the stent. Reportedly, the doctor pulled excessively to try and free up the filter from the stent, when it was noticed that the filter detached from the wire. The doctor then sent up another stent and tacked down the tip and the filter basket. The doctor was not able to recover the tip and collapsed the filter between the artery and the stent. The patient experienced aphasia for one day, but it resolved and the patient was discharged home the following day.